Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation." And device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, postmenopausal bleeding, nabothian cyst, chronic inflammation of orbit, unspecified, adenomyosis, endometriosis, abnormal uterine bleeding and menorrhagia. Concomitant products included estradiol from 2014 to 2016, ethinylestradiol;etonogestrel (nuvaring) since 2005 to march 2011, ibuprofen since (B)(6) 2014, lisinopril since 2010 and sulfadiazine silver (silver sulfadiazine) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, back pain, female sexual dysfunction, migraine, dyspareunia, weight increased and alopecia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and weight increased to be related to essure. The reporter commented: current weight 173 lbs as per medical record insertion date was updated- (B)(6) 2010 to (B)(6) 2011. No coils were then visible in the endometrial cavity diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -medical device monitoring error lot number: 675113 manufacturing date: 2009-09 expiration date: 2012-09 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 675113) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure endometrial ablation." And device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, postmenopausal bleeding, nabothian cyst, chronic inflammation of orbit, unspecified, adenomyosis, endometriosis, abnormal uterine bleeding and menorrhagia. Concomitant products included estradiol from 2014 to 2016, ethinylestradiol;etonogestrel (nuvaring) since 2005 to march 2011, ibuprofen since august 2014, lisinopril since 2010 and sulfadiazine silver (silver sulfadiazine) since 5-jun-2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed). Bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, back pain, female sexual dysfunction, migraine, dyspareunia, weight increased and alopecia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and weight increased to be related to essure. The reporter commented: current weight 173 lbs. As per medical record insertion date was updated- (B)(6) 2010 to (B)(6) 2011. No coils were then visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: -medical device monitoring error. Most recent follow-up information incorporated above includes: on 1-may-2021: medical record received: reporter information, medical record, lot number, rcc and new event novasure endometrial ablation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concomitant products included estradiol from 2014 to 2016, ethinylestradiol; etonogestrel (nuvaring) since 2005 to (B)(6) 2011, ibuprofen since (B)(6) 2014, lisinopril since 2010 and sulfadiazine silver (silver sulfadiazine) since (B)(6) 2014. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss (specify which one): weight gain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, back pain, female sexual dysfunction, migraine, dyspareunia, weight increased and alopecia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, migraine and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- lower abdominal pain, back pain, apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain , hair loss, did not undergo confirmation test. Concomitant drug, medical history, reporter information, aka name were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.